Manufacturer narrative:
A dräger service technician checked the device after the reported event and determined that the internal batteries needed to be replaced. He downloaded the logs for further analysis and tested the device according to dräger specification without further finding. Based on the information stored in the log file the event could be reconstructed. At 12:59 the fabius detected a loss of mains power and automatically switched to internal battery. Right after that, the device posted a battery low alarm (battery capacity below 20%) and also a battery very low alarm (battery capacity below 10%). One minute later ac power was restored. The log entries confirm that the battery had no capacity when mains failed. Based on the delivery date the battery was closed to it¿s end-of-life. Replacement of the battery has fixed the problem. The complaint data does not indicate a systematic accumulation of the described symptom. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit lost power and shut off. No reported patient injury.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going

Event description:
It was reported that the unit lost power and shut off. No reported patient injury.